Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not adequate therapy, thus did not charge the device as recommended. As a result, the patient's ipg was explanted and replaced, and therapy was restored post-op.